Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 492 mg/dl despite changing tubing and infusion sets. The user had an occlusion before the first tubing change. The user administered a manual insulin bolus and later reported bg levels of 424 mg/dl and 321 mg/dl. The user did not require hospitalization. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.